Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in doing so, and advised continuing the pump's use. The same malfunction did not recur afterward, and the caller understood the advice to contact support again if necessary.